Event description:
The user stated, the analyzer was giving false negative leukocyte results for "perhaps a month". The user provided an example of a negative leukocyte result from the analyzer then a microscopic result of 10-20 wbc per hpf. The provided specific data for one pt sample with a negative result from the analyzer and a result from the flow cytometer uf 100 of 26 (no unit of measure provided). The sample was read visually with a result of "1+". It was unk if any erroneous results were reported or if any pts were adversely affected. The field service rep determined, there was a problem with the probe and reference pad. He replaced the reference pad, adjusted the probe, and decontaminated the system. He cleaned the optical lens, adjusted the photo-reader mechanics, replaced the syringe seal, adjusted the photometer reference and wavelength bias voltages. He verified the analyzer performance by running calibration, qc and 15 pt samples.